Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with a history of a coronary artery bypass graft and ventricular failure. The impella cp was selected for hemodynamic support and inserted without any reported issues. During support, the patient developed an access site bleed that prompted multiple units of blood product delivered.